Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "I¿ve been suffering with a lot of different illnesses over the past 7 years and have been diagnosed with fibromyalgia but I believe my breast implants are causing my health to deteriorate, I¿ve had one which is painful all the time" as well as "capsular contraction" (baker grade unknown). This record relates to the right side. The device remains implanted.